Manufacturer narrative:
Blade will not rotate: prior to first use. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a gynecological procedure in 2009. The blade on the disposable handpiece would not turn at the start of the procedure. A second disposable handpiece was used to successfully complete the procedure with no adverse pt consequences.